Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies for the known lot code. The product code and lot number combination was not provided for the head and liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient was revised to address pain. Doi unk (cup); (B)(6) 2011 (head & liner) - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. Patient x-rays are not available for examination. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event; however, the initial reporting stated it was not suspected that the device failed to meet specifications or contributed to the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The head and liner associated with this report were not returned. A complaint database search finds no other reported incidents against these provided product and lot combinations. Provided patient records have been reviewed. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.